Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly used cold insulin to fill the cartridge, customer technical support educated customer in regard to room tempature insulin. Customer continued to use the same cartridge. There was no reported adverse impact to the customer.